Event description:
It was reported that the machine reported an error and the surgery was forced to be discontinued. The femtosecond machine reported an error during the operation, the operation was forced to stop, and system shuts off during the procedure. After the forced shutdown and restart, the doctor continued the surgery but was given an error during the operation, and the operation was forced to stop. In addition, the flap cannot be separated after femtosecond. No further information available.

Manufacturer narrative:
Initial reporter telephone number: (B)(6). The device is not evaluated; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.